Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, d10, h2, h3

Event description:
A user facility¿s facility administrator (fa) reported 1 hour and 15 minutes into a patient¿s hemodialysis (hd) treatment an internal dialyzer blood leak occurred. The blood leak was visually observed. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also in use. Blood leak test strips were used and tested positive for the presence of blood. After the blood leak, it was noted that there was a visible broken fibers in the dialyzer. The patient¿s estimated blood loss (ebl) was 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from the non-cavity ID end potting cut surface at approximately 30 degrees with the dialysate ports at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. Upon extraction of the fiber bundle, a fiber that was potted on both ends was noted to have been broken at the leak location at approximately 3.0 inches from the potting surface of the dialyzer on the non-cavity ID end. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s facility administrator (fa) reported 1 hour and 15 minutes into a patient¿s hemodialysis (hd) treatment an internal dialyzer blood leak occurred. The blood leak was visually observed. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also in use. Blood leak test strips were used and tested positive for the presence of blood. After the blood leak, it was noted that there was a visible broken fibers in the dialyzer. The patient¿s estimated blood loss (ebl) was 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s facility administrator (fa) reported that one hour and fifteen minutes into a patient¿s hemodialysis (hd) treatment an internal blood leak occurred. The machine alarmed appropriately with a blood leak alarm. The leak was visually observed about 3cm from the arterial header. Blood leak test strips were used and tested positive for the presence of blood. The complaint device is not available to be returned to the manufacturer for evaluation. The patient's estimated blood loss (ebl) was not reported. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9.

Event description:
A user facility¿s facility administrator (fa) reported 1 hour and 15 minutes into a patient¿s hemodialysis (hd) treatment an internal dialyzer blood leak occurred. The blood leak was visually observed. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also in use. Blood leak test strips were used and tested positive for the presence of blood. After the blood leak, it was noted that there was a visible broken fibers in the dialyzer. The patient¿s estimated blood loss (ebl) was 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.